Event description:
It was reported that the right ventricular (rv) lead experienced high, out of range, impedance. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2009. (B)(4).